Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menstruation irregular ("irregular mense") in a 39-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2009.), diabetes mellitus in 2009, depression, uterine dilation and curettage and anemia. Concurrent conditions included tobacco user, urinary incontinence, menses irregular, ovarian cyst, vaginal haemorrhage since (B)(6) 2009, menorrhagia since (B)(6) 2009, dysmenorrhea since (B)(6) 2009 and dyspareunia since (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as progesterone (prometrium). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced hirsutism ("hormonal changes describe: hair growth on face"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, 4 years 7 months after insertion of essure, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). The patient was treated with surgery (on (B)(6) 2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving, the menstruation irregular, vaginal infection, hirsutism, depression, anxiety, stress urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, hirsutism, menorrhagia, menstruation irregular, pelvic pain, stress urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since (B)(6) 2009 and they were ongoing after essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: confirmed that the device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-sep-2018: pfs received. Following events were added: hormonal changes describe: hair growth on face, psychological or psychiatric problems condition: depression, mental anguish, bladder or urinary problems or changes: stress incontinence, abnormal bleeding(vaginal), menorrhagia, dysmenorrhea(cramping) and dyspareunia(painful sexual intercourse). Event outcome added for the events: pelvic pain, abnormal bleeding(vaginal) and menorrhagia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menstruation irregular ("irregular mense") in an adult female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2009.), diabetes mellitus in 2009, depression, uterine dilation and curettage and anemia. Concurrent conditions included tobacco user, urinary incontinence, menses irregular, ovarian cyst, vaginal haemorrhage since (B)(6) 2009, menorrhagia since (B)(6) 2009, dysmenorrhea since (B)(6) 2009 and dyspareunia since (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as progesterone (prometrium). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (on (B)(6) 2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menstruation irregular and vaginal infection outcome was unknown. The reporter considered menstruation irregular, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since (B)(6) 2009 and they were ongoing after essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: confirmed that the device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menstruation irregular ("irregular mense") in a 34-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2 (13-may-2009.), diabetes mellitus in 2009, depression, uterine dilation and curettage and anemia. Concurrent conditions included tobacco user, urinary incontinence, menses irregular, ovarian cyst, vaginal haemorrhage since february 2009, menorrhagia since february 2009, dysmenorrhea since february 2009 and dyspareunia since february 2009. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as nsaids, paracetamol (acetaminophen) and progesterone (prometrium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"), 2 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced hirsutism ("hormonal changes describe: hair growth on face"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal area") and adnexa uteri pain ("left adnexal"). The patient was treated with on 21-feb-2014: total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy, and surgery (on (B)(6) 2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and adnexa uteri pain was resolving, the menstruation irregular, vaginal infection, hirsutism, depression, anxiety, stress urinary incontinence, dysmenorrhoea and dyspareunia outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, hirsutism, menorrhagia, menstruation irregular, pelvic pain, stress urinary incontinence, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since (B)(6) 2009 and they were ongoing after essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 30-jul-2009: results: total bilateral occlusion; on 07-oct-2009: results: confirmed that the device was successfully occlude total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: pfs received. Events added: abdominal area and left adnexal. Event outcome and severity added for: abdominal area and left adnexal. Event onset date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menstruation irregular ("irregular mense") in an adult female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 (B)(6) 2009.), diabetes mellitus in 2009, depression, uterine dilation and curettage and anemia. Concurrent conditions included tobacco user, urinary incontinence, menses irregular, ovarian cyst, vaginal haemorrhage since february 2009, menorrhagia since february 2009, dysmenorrhea since february 2009 and dyspareunia since february 2009. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as progesterone (prometrium). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (on (B)(6) 2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the menstruation irregular and vaginal infection outcome was unknown. The reporter considered menstruation irregular, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since feb 2009 and they were ongoing after essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: confirmed that the device was successfully occlude. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "pelvic pain" outcome updated to "recovering / resolving" from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstruation irregular ("irregular mense"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menstruation irregular outcome was unknown. The reporter considered menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that the device was successfully occlude. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menstruation irregular ('irregular mense') in a 34-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus in 2009, multigravida, parity 2 ((B)(6) 2009.), depression, uterine dilation and curettage and anemia. Concurrent conditions included vaginal haemorrhage since (B)(6) 2009, menorrhagia since (B)(6) 2009, dysmenorrhea since (B)(6) 2009, dyspareunia since (B)(6) 2009, tobacco user, urinary incontinence, menses irregular and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as nsaids, paracetamol (acetaminophen) and progesterone (prometrium). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"), 2 days after insertion of essure. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced hirsutism ("hormonal changes describe: hair growth on face"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2014, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal area"), adnexa uteri pain ("left adnexal"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("urinary problem -urinary tract infection"), post procedural complication ("post removal complication"), cystitis ("bladder problem - bladder infection") and vaginal discharge ("vaginal discharge"). The patient was treated with on (B)(6) 2014: total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy, and surgery (on (B)(6) 2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, adnexa uteri pain, genital haemorrhage, urinary tract infection, cystitis and vaginal discharge had resolved and the menstruation irregular, hirsutism, depression, anxiety, stress urinary incontinence and post procedural complication outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hirsutism, menorrhagia, menstruation irregular, pelvic pain, post procedural complication, stress urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since (B)(6) 2009 and they were ongoing after essure implant. Patient undergoes for the treatment of :pelvic pain and gen. Abnormal bleeding, adnexa uteri pain, abnormal vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: confirmed that the device was successfully occlude total bilateral occlusion. Imaging procedure - on (B)(6) 2009: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, vaginal infection, adnexa uteri pain, abnormal vaginal bleeding, dysmenorrhea, dyspareunia, abdominal pain was changed to recovered/ resolved". Lab data and reporter causality comment was updated., bladder infection and vaginal discharge added, urinary tract disorder combined uti. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menstruation irregular ("irregular mense") in a female patient who had essure (batch no. 641415) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6)-2009.), diabetes mellitus in 2009, depression, uterine dilation and curettage and anemia. Concurrent conditions included tobacco user, urinary incontinence, menses irregular, ovarian cyst, vaginal haemorrhage since (B)(6) 2009, menorrhagia since (B)(6) 2009, dysmenorrhea since (B)(6) 2009 and dyspareunia since (B)(6) 2009. Concomitant products included medroxyprogesterone (depo provera) for contraception as well as progesterone (prometrium). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular (seriousness criteria medically significant and intervention required) and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (on (B)(6) 2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy). At the time of the report, the pelvic pain, menstruation irregular and vaginal infection outcome was unknown. The reporter considered menstruation irregular, pelvic pain and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since feb 2009 and they were ongoing after essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion; on (B)(6) 2009: confirmed that the device was successfully occlude most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Event vaginal infection is added. Seriousness criteria for irregular menses added. Lot number added. Lab data updated. Concomitant conditions and drugs are added. Historical drugs & conditions are added. Product , patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menstruation irregular ('irregular mense') in a 34-year-old female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes mellitus in 2009, multigravida, parity 2 ((B)(6)2009.), depression, uterine dilation and curettage and anemia. Concurrent conditions included vaginal haemorrhage since(B)(6)2009, menorrhagia since (B)(6) 2009, dysmenorrhea since(B)(6) 2009, dyspareunia since (B)(6) 2009, tobacco user, urinary incontinence, menses irregular and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) for contraception as well as nsaids, paracetamol (acetaminophen) and progesterone (prometrium). On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"), 2 days after insertion of essure. On (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2010, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). In(B)(6)2010, the patient experienced hirsutism ("hormonal changes describe: hair growth on face"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6)2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6)-2014, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), abdominal pain ("abdominal area"), adnexa uteri pain ("left adnexal"), genital haemorrhage ("gen.abnormal bleeding"), urinary tract infection ("urinary tract infection") and post procedural complication ("post removal complication"). The patient was treated with on (B)(6)2014: total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy, and surgery (on(B)(6)2014 total laparoscopic hysterectomy with left salpingooophorectomy, right salpingectomy,). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain and adnexa uteri pain was resolving, the menstruation irregular, vaginal infection, hirsutism, depression, anxiety, stress urinary incontinence, dysmenorrhoea, dyspareunia and post procedural complication outcome was unknown and the menorrhagia, genital haemorrhage and urinary tract infection had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, hirsutism, menorrhagia, menstruation irregular, pelvic pain, post procedural complication, stress urinary incontinence, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: patient¿s concurrent conditions include abnormal bleeding (vaginal,menorrhagia), dyspareunia (painful sexual intercourse) and dysmenorrhea (cramping) since (B)(6) 2009 and they were ongoing after essure implant. Patient undergoes for the treatment of :pelvic pain and gen. Abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion; on (B)(6)2009: results: confirmed that the device was successfully occlude total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received- new event gen. Abnormal bleeding and urinary tract infection, post removal complication were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.